Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart, prime anomaly, displayable history crc check failed at startup and external ram crc error from the insulin pump. The customer's blood glucose reading was 183 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after letting go of the act button during the prime process. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. Several alarms in the history file noted. No prime or fill anomaly noted. No alarms noted. The insulin pump was tested with a water fill test reservoir and no water squirting out during manual prime noted. No cosmetic damage noted.